Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-14362. It was reported that the patient had a fall and landed on their ipg in (B)(6) 2019. Following the fall, the patient experienced discomfort at the battery site while therapy was on. As a result, the patient underwent surgical intervention during which the lead was repositioned and the ipg was explanted and replaced.

Manufacturer narrative:
The reported issue was not confirmed. This issue cannot be confirmed with product testing. Visual inspection did not identify any anomalies that would contribute to the issue. There was no complaint of the performance of the system prior to the patient falling. This indicates the fall may have contributed to the reported issue. However, the root cause of the reported issue could not be definitively determined.